Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an in-clinic routine device check, this implantable cardioverter defibrillator (ICD) device was discovered to have exhibited episodes of noise on the right atrial (ra) channel. This noise was oversensed by the device resulting in inappropriate device mode switches to the atrial tachycardia response (atr) mode. It was also noted that there were several high out of range ra pace impedance spikes greater than 2900 ohms. Boston scientific technical services (ts) reviewed the device electrograms and indicated the noise was consistent with minute ventilation (mv) sensor artifacts. The patient was noted not to be pace dependent so there were no pauses in the patients ventricular rate due to the noise. Ts recommended to the boston scientific representative to program off the respiratory rate trend (rrt) feature. The device remains in-service. No patient symptoms or adverse patient effects were reported.